Event description:
Additional information was received from the patient. They reported that the cause of the ins being turned off was likely due to "needed to be reset", the steps taken to resolve the issue were noted to be "I turned it off for 30 to 60 seconds. Then it came back on correctly." The patient indicated that the issue has been resolved but then wrote a contradictory note on the side stating "can't resolve for sure". No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "today" the patient was going to charge their implanted neurostimulator and the light on the recharger was a "dark yellow color". The patient said that when they first push the power button the light comes on with a green light but when they put it on their body and find the right place "it quits". Patient service specialist walked the patient through performing a hard reset of the recharger. Patient mentioned that they had been having "trouble" and going to the bathroom more than usual and so they went to hcp and hcp said ins was off, patient did not think they had turned it off as they don't know how to do that. Hcp turned ins on for them and reset their therapy. Patient said they did not know how long ins had been off. The troubleshooting steps that were taken on the call resolved the issue.